Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller stated that since an unrelated surgery in (B)(6) 2020, the ins had been acting up and needed to be adjusted. Caller stated that the pt was told that due to the healing process from the surgery that they couldn't use the ins right away, so they waited several months. Caller stated that when the pt turned the ins back on, there were postural issues and were badly overstimulated. Caller stated that the pt's pain levels reduced a great deal after the surgery but were also redistributed. Caller stated that there were times when the pt was getting so badly overstimulated that they needed the ins turned off quick, so they hadn't been using the ins much. Caller stated that the pt changed doctors and that the rep they were working with no longer worked for mdt. Caller was calling to coordinate having a rep meet the pt at their pain doctor's to adjust the ins.  Caller mentioned that the pt had an upcoming appt on wednesday at 3:30 pm. Pss advised the caller that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Caller mentioned at the end of the call that when they were trying to go through the phone menu prompts to get to ps, they hit option 3 to get to technical support, however the menu immediately went into spanish.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported the patient had the device turned up too high. Patient was asked to turn intensity down. Issues have resolved.